Event description:
Female patient with severe degenerative disease of the spine underwent an anterior exposure of the spine l4 - l5 - s1 spaces for spinal fusion. Surgery and immediate post operative recovery were unremarkable. She was re-hospitalized the following week with left ureteral injury which required transfer to tertiary care center for surgical repair of her left ureter.